Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was not working. Basic troubleshooting steps were performed but they did not resolve the issue. The ipp pump was explanted and a new pump was implanted.